Event description:
Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs received. Visual examination of the provided pictures identified the hex end of the piece has dings, dents, and scratching as well as other visible damage. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during hip surgery, the surgeon had difficulty removing the inserter from the cup. The cup finally detached and the cup was implanted normally. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.